Event description:
Scheduled procedure for repositioning or replacement of non-functioning venous access port with detached catheter. Surgeon removed port and catheter. Approx 4" of catheter unretrieved in body (lower vena cava). Pt transferred to hosp where the retained portion of the catheter was removed in their cardiac cath lab. Pt tolerated procedure well.